Event description:
A surgeon reports having a pt whose outcome was not as expected following intraocular lens (iol) implant surgery. The lens was exchanged. Additional info, including pt status, has been requested.

Manufacturer narrative:
The returned intraocular lens was examined and verified to have signs of handling. One haptic was broken-gusset area (not returned). The optic had been cut into two pieces by an instrument with a serrated blade. Lens bench testing could not be conducted due to the optic damaged.while we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There has been one other similar complaint received for this lot number. Additional info was requested 4/10/08 by fax and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 04/17/2008.